Event description:
It was reported that stent dislodgement occurred. A 20 x 3.00 promus elite drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent fell off balloon before reaching the target lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported.